Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the device exhibited low pump flow and increased purge pressure. The device was replaced to resolve the issue, and there was no patient harm reported.

Manufacturer narrative:
The investigation for the high purge pressure (hpp) has been completed. Data logs show that 18 hours into support the purge pressure (pp) begins to rise. This starts when the p-level is turned up and there are suction alarms. The pp continues to rise with a few periods of stabilization, until the last hour of the case where it increases from 800 to ~1000 mmhg over 1 hour. No purge alarms are triggered. The motor current (mc) and flow are slightly trending upwards during this time with slightly saturated flows. No purge line blood ingress was found on the returned product. No biomaterial was found on the returned product and hpp was not reproduced in a bucket in the lab. The root cause of the high purge pressure was likely biomaterial. Added- d9 device return date, h6 impact code 4629 d4-corrected model number f6/f8 should have been left blank in the initial report.